Event description:
It was reported that the facility was experiencing multiple upstream occlusion alarms when delivering heparin, versed, and insulin in the med/cardiac ICU. The customer also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). There was no device returned to baxter for evaluation; therefore the reported symptom could not be confirmed or reproduced. Should the device be returned to baxter, an evaluation will be completed and a supplemental report will be provided.